Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient had back surgery 2 weeks ago, they are trying to connect to the implant today to check it and the handset would not connect to the communicator. The screen continued to show "communicating with device" and would not advance. Helped caller power cycle both pieces of equipment, toggled bluetooth off and on. The caller mentioned that the hcp had previously deleted some apps on the handset. Conferenced in mobility who performed some additional troubleshooting and turning on location settings. This resolved the issue. The caller was able to connect to the therapy and it showed off. The caller was able to put stim back on at a comfortable level. The caller reviewed that the previous device needed to explanted because the patient needed an MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.